Event description:
It was reported that the customer had received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was in the mid 200s mg/dl. The customer also reported a crack on the bottom of the cartridge. During troubleshooting with tandem technical support, the customer reviewed the pump history and noted that a cartridge alarm 1 (pressure change) was received.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.